Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and abdominal pain. The cause, patient hospitalization and treatment were not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.